Event description:
It was reported that, on an unknown date, an unspecified microclave was found to have a disconnection during patient use. It was stated in the report that they had an incident today where the top of the device broke off into the male end of the 6-way tree connector on a pediatric intensive care unit (picu) patient. The registered nurse (rn) found it broken and disconnected in the bed, with blood bleeding back. The rn reported the drips included - epinephrine, milrinone, calcium, dex, dilaudid, fluids (d10, ½ ns, 10 kcl, 4 kphos). It was reported that the clave was attached to a central line providing continuous medications. The patient was on extracorporeal membrane oxygenation (ECMO) watch and lost the epinephrine infusion when the device broke. It was not noticed right away, and the patient began having lower pressures that required intervention and the rn found blood leaking back from the central line. This was when the broken clave was discovered. The broken clave also led to that line of the central line being open and exposed. This put the patient at high risk for a central line-associated bloodstream infection (clabsi) from the unsterile environment the line was open to. There was a delay in therapy to vasoactive drip delivery. No additional information is available at this time.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
One (1) photo was shared by the customer, where a broken microclave from the thread section is observed and the seal is exposed. One (1) used, microclave and one (1) used unknown, extension tubing set with 9 microclaves were returned for evaluation. As received a broken microclave (threads) was observed to be stuck inside the returned male luer (mating device). Some stress whitening marks were observed on both broken parts. The complaint of microclave breaking off can be confirmed. The threads of the microclave got stuck on the male luer for an unknown reason and because of that, during the attempt of disconnection, the inserted microclave broke. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.